Event description:
An impella 5.5 device was inserted via the right innominate artery in a 65- year- old male patient presenting with cardiomyopathy. Patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the patient experienced witnessed seizure activity and hypotension, with maintained ECMO and impella flows (flows actually increased from baseline per rn). Seizure activity resolved with ativan administration, and the patient was taken for cta of the head and neck. The rn noted purge fluid leaking from the purge side arm assembly, suspected to be a reservoir leak. Purge pressures and flows remained stable, and motor current was unchanged. The fluid leak had no impact on the patient's hemodynamics. The pump continued to function as intended and the patient remained on support. Hypotension and cerebrovascular accident may be associated with the patient¿s underlying critical illness, advanced cardiogenic shock, and complex clinical course.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Serial corrected. D6b. Explantation day, month and year added.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the fluid leak sidearm was not determined due to the leak unable to be recreated on the returned pump and insufficient clinical details. The cause of the injuries was not determined due to insufficient clinical details.

Manufacturer narrative:
H6 code a01 was omitted on the initial report that was submitted therefore added.